Event description:
Philips received a complaint on the mrx indicating that the device failed to pass the self test. There was no patient involvement. Results of functional testing indicate that the battery was faulty. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty battery. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.